Manufacturer narrative:
The reason for this revision surgery was is the result of the patient having knee stiffness after 7.6 years of patient implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against this part and lot number. The surgeon indicated the knee poly was too tight and the patient was revised with new poly. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. Inventory containment is not required. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having stiffness in their knee. The surgeon stated the poly was tight, so he replaced poly.